Event description:
The device was received with no information.

Manufacturer narrative:
(B)(4). Damaged shroud top, jaw misaligned. The analysis results of the er320 device found that it was received with the jaws misaligned and the shroud top damaged. In an attempt to replicate the reported incident, the device was tested for functionality. Upon firing of the device, 1 clip was formed conforming, however, due to the misaligned condition of the jaws 1 scissor clip was formed. Additionally 8 clips were dropped due to the shroud condition. Possible causes for the condition found may be if the device is closed over an existing hard object or clip placing stress on the jaws causing them to distort or yield and not return to their original dimensions/position or excessive application of torque to the jaws when positioning the device on a vessel. It could not be determined what may have caused the condition of the top shroud. As part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. The batch record was reviewed and no anomalies were noted during the manufacturing process.